Manufacturer narrative:
Pending investigation. D10: 02-010-01-0340 - logic femoral ps cem right sz 4, (B)(6); 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6); 200-02-35 - three peg patella 35mm, (B)(6); 204-34-02 - fluted stem extension 25l x 14 mm, (B)(6); 204-70-00 - tibial stem ext. Screw, (B)(6). H7: z-0021-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2015. The patient was revised on (B)(6) 2023 due to the recall. The femur and insert were exchanged to exactech devices. The patient went into cardiac arrest and outcome is unknown. There was no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history reported. Two x-rays were provided as well as two pictures of the product. Device not being returned due to lawyer.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient's condition cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, osteolysis, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and further patient medical history was not available. The cause of the reported cardiac arrest cannot be determined but there is no indication of a relationship with the devices; however, cardiovascular risks associated with general surgery are noted in the product labeling (IFU 700-096-004 rev t). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.